Event description:
It was reported that noise was apparent when using the electrocardiogram (ECG) module via paceart. The ECG module was moved another computer with the same results. Technical services walked the client through the configuration of the module in paceart and the noise went away. No patient complications have been reported as a result of this event. It was reported that noise was apparent when using the electrocardiogram (ECG) module via paceart. The ECG module was moved to another computer with the same results. Technical services walked the client through the configuration of the module in paceart and the noise went away.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.